Event description:
It was reported that during a lap sigma procedure, the anastomosis was incomplete. The anastomosis was sutured by hand. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.